Event description:
During a follow-up in clinic, high capture thresholds were observed on the right atrial (ra) and right ventricular (rv) leads. X-ray imaging was performed and confirmed rv and ra lead dislodgement which was suspected to be due to patient movement. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.